Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy. Block h11: the returned sensation short throw was analyzed, and a visual evaluation noted that the working length (strain relief) and wire were kinked. A functional inspection, the device was extended and retracted in the 10- inch loop fixture and the loop could extend properly without any issue. Additionally, a continuity and electrical test were performed, and the device was found within specification. No other problems with the device were noted. The reported event of loop unable to cut and device unable to deliver energy were not confirmed. Upon analysis, the loop was able to extend and retracted in the 10- inch loop fixture. Also, the continuity and electrical tests were found within specification. Since there is not enough evidence to determine that the reported event occurs due to a device problem. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare would not cut polyp. Multiple grounding pads and erbe settings were tried but heat would never deliver. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems. Imdrf device code a090402 captures the reportable event of snare unable to deliver energy.

Event description:
It was reported to boston scientific corporation that a sensation short throw was used in the colon during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the snare would not cut polyp. Multiple grounding pads and erbe settings were tried but heat would never deliver. The procedure was completed with another sensation short throw. There were no patient complications reported as a result of this event.